Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event : updated event description to indicate initially reported statement "also noted was that the japanese pfna blade (part #04-027-053s) implant cut out" is not relevant to this complaint incident. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that around 15 years ago, on an unknown month and day, the patient underwent an open reduction internal fixation (orif) with proximal femoral nail (pfn) implants for femoral diaphyseal fractures. After that time, the hip pin was specifically explanted due to a fall. On (B)(6) 2018, a fracture occurred around the distal end of an unknown proximal femoral nail where the breakage occurred in a screw hole. Bone healing at the trochanter had already completed at that time. On the same day, revision surgery was performed to exchange the tfna system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown pfn nail/unknown lot. Part number and lot number is unknown; UDI number is unknown. Implanted date: implanted around 15 years ago; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that around 15 years ago, on an unknown month and day, the patient underwent an open reduction internal fixation (orif) with proximal femoral nail (pfn) implants for femoral diaphyseal fractures. After that time, the hip pin was specifically explanted due to a fall. On august 14, 2018, a fracture occurred around the distal end of an unknown proximal femoral nail where the breakage occurred in a screw hole. Bone healing at the trochanter had already completed at that time. Also noted was that the (B)(6) pfna blade (part #04-027-053s) implant cut out. On the same day, revision surgery was performed to exchange the tfna system. This is report 1 of 1 for (B)(4).